Event description:
Patient became unstable after cardiac surgery repair. Patient went on cardiopulmonary bypass (cpb) but was unable to wean from cpb. Cpb was terminated, and venous and arterial cannulas were disconnected for use with ECMO circuit. Arterial line was connected to prime and airfree ECMO circuit in an air free fashion. Air was coming from the venous cannula for the duration of the time in the or prior to transport. This air was trapped and removed for this time interval by syringe from the ECMO bladder. Once some coagulation under chest patch occurred, this venous air entrainment stopped. Repositioning the cannula resulted in temporary resolution of the problem. He had another episode of air noted in the venous ECMO cannula which warranted changing the cannula.